Event description:
It was reported that the asymptomatic patient presented in clinic. Following a pulse generator firmware update, the device reverted to backup operation. The device was successfully reprogramed.